Manufacturer narrative:
The reported observation of high impedance was confirmed. As received, the lead stim end segment ¿a¿ was observed with broken wires that caused the reported impedance issue. Terminal end segment ¿c¿ passed the continuity test, and no broken wires were observed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead contact. Surgical intervention was undertaken wherein the entire system was explanted.